Event description:
It was reported that the gears on the ex holster would stop when encountering dense tissue, preventing the attached probe from retrieving tissue samples. No patient involvement occurred. One device to be returned for analysis.

Manufacturer narrative:
(B)(4): transverse drive shaft non-functional. Evaluation summary: the analysis site confirmed the customer complaint and found the translational and rotational gears were turning slowly due to contamination on the drive shafts per the customer complaint. To correct this issue the analysis site replaced two drive shafts and two bushings. The site also replaced the bottom motor mount due to it was cracked. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.